Event description:
It was reported that during a radiofrequency (rf) ablation procedure, an unknown error message was received indicating that there were air bubbles detected during the saline flush. The tubing set was inspected and no air bubbles were visibly observed. The tubing set was reconnected and then replaced, the generator was restarted, and the pump was restarted, but the issue persisted. The tubing set was replaced again, but the issue persisted. The case was aborted while the patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: cedtts100 tubing set; cedtts100 tubing set; cedtp100 irrigation pump. If information is provided in the future, a supplemental report will be issued.